Event description:
During implant surgery md encountered difficulties with the lag screw. It appeared "flared" at the end therefore the plate would not fit over it. Md replaced the screw and completed the procedure. No injury to the pt.